Event description:
It was reported that, "on (B)(6) during a primary triathlon knee replacement, an attempt was made to implant a #5 x 9mm ps x3 insert after pressfitting a #6 femur and cementing a #5 tibial baseplate. The insert did not completely seat and a second attempt was made. The insert was removed with the locking wire intact then the tibial baseplate was re-exposed and cleared of any possible soft tissue. Insert did not seat for a second time. The dr asked for a second insert. Dr stated that the implant "needed to be sent back."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.